Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (305 mg/dl) unrelated to the pump. Customer changed the cartridge, infusion set tubing and site, and administered a correction bolus to address bg level. Customer declined any further troubleshooting on the reported issue.